Event description:
It was reported that device seemed to be working effectively but it had been alerting 113 reduced water temperature control every hour. Stated the alert had occurred 4-5 times already. Patient temperature was 37.1c, targeted temperature was 37.3c, water temperature was 27.6c and water flow rate was (B)(4). 4 pads were connected size large. Normothermia with 12-24 hours left. System diagnostics read outlet monitor temperature was 27.7c, outlet control temperature was 27.7c, inlet temperature was 28.3c, chiller temperature was 11.2c, water flow rate was (B)(4) , inlet pressure was -(B)(4) , circulation pump command was 100 percentage, mixing pump command was 0, heater 100 percentage, water reservoir level was 5, system hours were 270.5 and pump hours were 221.8. Nurse noted around 2pm device said water level was low so they added water. Had them stop therapy, drain pads and disconnect. Drained 16 ounces (473 ml) water from right drain port. Restarted therapy. Called back 30 minutes later and patient temperature was then at targeted temperature was and nurse stated no additional alerts/alarms. Advised to call back if any alerts return or they had any questions.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that device seemed to be working effectively but it had been alerting 113 reduced water temperature control every hour. Stated the alert had occurred 4-5 times already. Patient temperature was 37.1c, targeted temperature was 37.3c, water temperature was 27.6c and water flow rate was 1.8 l/m. 4 pads were connected size large. Normothermia with 12-24 hours left. System diagnostics read outlet monitor temperature was 27.7c, outlet control temperature was 27.7c, inlet temperature was 28.3c, chiller temperature was 11.2c, water flow rate was 1.8 l/m, inlet pressure was -3.7psi , circulation pump command was 100 percentage, mixing pump command was 0, heater 100 percentage, water reservoir level was 5, system hours were 270.5 and pump hours were 221.8. Nurse noted around 2pm device said water level was low so they added water. Had them stop therapy, drain pads and disconnect. Drained 16 ounces (473 ml) water from right drain port. Restarted therapy. Called back 30 minutes later and patient temperature was then at targeted temperature was and nurse stated no additional alerts/alarms. Advised to call back if any alerts return or they had any questions.

Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. Since, the reported issue was confirmed to be use related. Correction: d UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that device seemed to be working effectively but it had been alerting 113 reduced water temperature control every hour. Stated the alert had occurred 4-5 times already. Patient temperature was 37.1c, targeted temperature was 37.3c, water temperature was 27.6c and water flow rate was 1.8 l/m. 4 pads were connected size large. Normothermia with 12-24 hours left. System diagnostics read outlet monitor temperature was 27.7c, outlet control temperature was 27.7c, inlet temperature was 28.3c, chiller temperature was 11.2c, water flow rate was 1.8 l/m, inlet pressure was -3.7psi, circulation pump command was 100 percentage, mixing pump command was 0, heater 100 percentage, water reservoir level was 5, system hours were 270.5 and pump hours were 221.8. Nurse noted around 2pm device said water level was low so they added water. Had them stop therapy, drain pads and disconnect. Drained 16 ounces (473 ml) water from right drain port. Restarted therapy. Called back 30 minutes later and patient temperature was then at targeted temperature was and nurse stated no additional alerts/alarms. Advised to call back if any alerts return or they had any questions.